Event description:
The manufacturer received information related to dreamstation 2 advance auto CPAP. The user alleges the device got hot and melted tubing. The user reports unplugging the device and allowing the device to cool. User alleges the tube is flat since cooling. There is no allegation of patient harm or serious injury. No report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer

Manufacturer narrative:
The manufacturer previously received information related to dreamstation 2 advance auto CPAP. The user previously alleged the device got hot and melted tubing. The user previously reported unplugging the device and allowing the device to cool. User alleged the tube is flat since cooling. The device was returned to product investigation laboratory(pil). Pil was able to confirm the device powers on, provides airflow, a known good heated tube heats, and the heater plate heats. However, an observation was made that prior to initiating therapy, the heated tube started to heat up. After initiating therapy, the display did not display the heated tubing setting, even though the tubing was heating. There were no errors logged and care orchestrator data was not available for download. Pil replaced the pca from the device with a known good pca and verified that the device then detected the heated tubing and tech was able to adjust the settings for it. During the investigation, pil observed a dust-like contaminant on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, pca, inlet/outlet seal, inlet of the blower box, blower box cap, blower, blower seal, blower box, and bottom enclosure. Hair-like particles were observed on the blower seal and bottom enclosure. Pil was able to confirm that the q6 heated tubing circuitry was shorted causing the heated tubing to always be on but cannot confirm that the heated tubing melted or overheated.